Event description:
The customer reported the ventilator's backup battery depleted during use when the hospital had a power outage. The ventilator was in use on a patient, and there was no patient harm. Upon evaluation, the manufacturer's service technician reported the battery was fully depleted. The service technician replaced the battery to address the finding. Performance verification testing was completed and passed per operating specifications. Proper care, maintenance and testing should be performed when using battery power sources. When a battery is in use, the ventilator alarms indicating the battery is the power source for ventilator operation. The user should immediately connect to operational ac power or provide an alternate means of ventilation. Review of the device diagnostic log history revealed the device had been operating on backup battery power and the backup battery functioned until it depleted, at which time the ventilator will shut down and alarm as specified. Per the device operators manual, when the ventilator is powered by backup battery it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued.